Manufacturer narrative:
(B)(4).

Event description:
Pt's father reports signal loss on smart phone only lasting about 6 hrs.

Manufacturer narrative:
(B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.